Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Image 'noise' was present. Based on the results of the investigation, the event ¿horizontal noise occurred when the angle was applied¿ had occurred due to short charge couple device. The following is included in the instructions for use (IFU): operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had an image problem, it did not reflect on the screen. The issue occurred during preparation for use. There were no reports of patient harm.

Event description:
It was reported the bronchovideoscope had an image problem, it did not reflect on the screen. The issue occurred during [event]. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.